Event description:
It was reported that the right ventricular (rv) lead impedance alert had triggered for an increase in impedance. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.